Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi accompanied by symptoms. Caller is calling on behalf of the customer. The expected fasting blood glucose test result range is 130-150mg/dl. The customer did report symptoms of feeling tired, excessively thirsty and experiencing frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored correctly in the spare room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/22/2020 and open vial date is 07/3/2019. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for hi accompanied by symptoms. Caller is calling on behalf of the customer. The expected fasting blood glucose test result range is 130-150mg/dl. The customer did report symptoms of feeling tired, excessively thirsty and experiencing frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored correctly in the spare room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/22/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 200mg/dl date: (B)(6) 2019 time: 7:02am fasting, result 2: 370mg/dl date: (B)(6) 2019 time: 9:51am fasting, result 3: 516mg/dl date: (B)(6) 2019 time: 9:34am fasting, result 4: 268mg/dl date: (B)(6) 2019 time: 7:47am fasting, result 5: 260mg/dl date:(B)(6) 2019 time: 6:55am fasting, result 6: hi date: (B)(6) 2019 time: 2:13pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.